Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The plumset was to be used to deliver an unspecified antibiotic. It was reported that during priming prior to patient use, an unspecific volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the plumset. It was reported that the clave secondary port on the cassette was bent. The customer contact reported a replacement solution container of the antibiotic was obtained from the pharmacy. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.